Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Regarding the burn on the forceps elevator, it is presumed that while handling the subject device, the user used a high energy endo therapy accessory, such as high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a foreign object in the wire channel of the forceps and a burn on the forceps elevator. There was no patient involvement.